Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump sparked and caught fire. Reportedly, the pump was charging during the event and the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.